Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the needle base is missing. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and the needle hub has a short shot in the collar area that is about 1/16". The four photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the needle hub process if the resin did not flow properly. The supplier will be notified of this complaint. A device history record review was completed for provided material number 30251104, lot 2228453. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received it was reported that the patient prepared to administer babysmo and finished administering the product in question. Afterwards, he looked closely at the transfer needle and noticed that the needle base was found to be missing. There was no problem with the patient who was administered the product, and there was no trouble with the transfer needle being overloaded during the operation. It is highly possible that the needle was originally missing.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle base is missing. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and the needle hub has a short shot in the collar area that is about 1/16". The four photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the needle hub process if the resin did not flow properly. The supplier was notified of the complaint and confirmed the defect as a short shot during the molding process. A device history record review was completed for provided material number 30251104, lot 2228453. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. It was reported that the patient prepared to administer babysmo and finished administering the product in question. Afterwards, he looked closely at the transfer needle and noticed that the needle base was found to be missing. There was no problem with the patient who was administered the product, and there was no trouble with the transfer needle being overloaded during the operation. It is highly possible that the needle was originally missing. Check the actual product to see if there are any abnormalities that could lead to a lawsuit. Investigation of related manufacturing records based on the content of the complaint (e.g. Process control results, aql results, etc.) Management method and status in the manufacturing process, presence or absence of abnormalities in the inspection process based on the investigation results, check stored items and plan CAPA as necessary. Confirmation of stored items (if not carried out, reason).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the patient prepared to administer babysmo and finished administering the product in question. Afterwards, he looked closely at the transfer needle and noticed that the needle base was found to be missing. There was no problem with the patient who was administered the product, and there was no trouble with the transfer needle being overloaded during the operation. It is highly possible that the needle was originally missing. Check the actual product to see if there are any abnormalities that could lead to a lawsuit. Investigation of related manufacturing records based on the content of the complaint (e.g. Process control results, aql results, etc.) Management method and status in the manufacturing process, presence or absence of abnormalities in the inspection process based on the investigation results, check stored items and plan CAPA as necessary. Confirmation of stored items (if not carried out, reason).